Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition, the device evaluation found following findings: the adhesive on bending section cover had a chip and the bending section could not be fixed firmly due to damage on forceps elevator(surgical products). Scratches were found on the bending section cover, the control unit, switch 1, up/down angulation lever plate, right/left plate, the grip, the light guide (lg) connector, lg-cover and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus on getting scope error e218 while using deflectable videoscope. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e218 error could not be identified. However, it¿s likely the cause is related to failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side. The event can be inspected by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ [inspection of the endoscope]. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.